Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was not used on the patient. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Device evaluated by manufacturer? No: other; investigation is pending as the pump is in transit to manufacturer for evaluation.

Event description:
While preparing for implantation at the clinic on (B)(6) 2016, an issue was detected with the priming of an excor blood pump. A berlin heart inc. Clinical affairs (ca) specialist was present in the operating room at the time of this incident. During the priming procedure, the membrane was retracted to the end diastolic position in the appropriate manner, per the instructions for use and per ca. The site noticed that the blood side membrane did not completely go into the "smooth" diastolic position. A "bubble" remained in the blood side membrane while the air side membrane was in the smooth diastolic position. The perfusionist was instructed to repeat the de-airing procedure, however repetition of the de-airing of the excor blood pump did not result in any improvement of the membrane behavior. The site was then instructed to prime a new pump. The new pump was primed per the normal procedure without an incident and the implantation proceeded. There was no delay in treatment of the patient.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) that is the subject of this report, was evaluated by the manufacturer of the pump, berlin heart (B)(4). During the failure investigation, microscopic analysis of the returned blood pump revealed a puncture-like mark on the blood-side layer of the triple layer membrane, opposite the de-airing port and a hole was confirmed through testing. Further evaluation of the disassembled pump revealed that the middle and air-side layers were also punctured and the shape of the hole matched the shape of the de-airing needle. The appearance and position of the damage of the blood membrane indicate that the damage of the blood membrane was caused by the de-airing needle during the priming of the blood pump by the user.